Event description:
On (B)(6) 2013 variax elbow surgery was performed. Only one screw was inserted in the distal part of the bone. About 2 weeks after the surgery, the screw backed out.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Therefore no conclusion could be made how the failure occurred. No corrective actions are required at this time. Please note that the current op technique reads: "instrument-to-pin assembly: verify that the inner pin does not protrude from the window of the outer body and is in correct position." Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On 2013 (B)(6) variax elbow surgery was performed. Only one screw was inserted in the distal part of the bone. About 2 weeks after the surgery, the screw backed out.